Event description:
It was reported that the patient had received inappropriate therapy due to lead noise. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.